Event description:
Information from pms (post marketing surveillance) (B)(6) 2011: (B)(4) was used for distal protection during cas. Dwi high intensity area was observed in dots on MRI after the operation. Responsible physician assessed this is not adverse event.

Manufacturer narrative:
Evaluation of the discrepant device is not possible, device discarded not returning. Results: none.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.